Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing the respiratory rate trend (rrt) on the right atrial (ra) channel. The oversensed signal led to inappropriate atrial tachy response episodes. It was noted the ra lead also had spikes in pace impedances. Boston scientific technical services recommended programming the rrt feature off. The system remains in service. The ra lead is a competitor's product. No adverse patient effects were reported.